Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After the implant procedure, the patient was taking 5mg of eliquis and aspirin daily and was reported to be compliant with medications. At the routine 45-day follow-up, transesophageal echocardiogram (tee) identified a slightly mobile thrombus on the shoulder closest to mitral valve on the closure device. The patient's medication was changed to coumadin and they are expected to be seen for a repeat tee in 6 to 9 months.